Event description:
It was reported, the customer received a no delivery alarm while priming their infusion set. Customer's mother was able to clear the alarm. Troubleshooting found insulin was unable to exit when being manually pushed. It was found insulin was able to exit with a new infusion set. Customer will be returning their insulin pump for analysis. Customer's blood glucose was 17 mmol/l. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.